Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the clinic with pain and drainage along the driveline site. Leukocytosis and elevated c-reactive protein (crp) were observed. The patient was admitted to the hospital for further evaluation. The driveline site was cultured, and grew staphylococcus aureus. The patient was given IV vancomycin, and oral levaquin. A CT scan revealed fluid around the driveline. On (B)(6) 2016, the patient was taken to the or for a washout, debridement, and placement of a wound vacuum. The crp was high at 18.3. The patient transferred to a rehabilitation facility in stable condition, and will remain there until the course of the IV antibiotics is completed.